Event description:
Boston scientific received information that during an upgrade procedure a small portion of this right ventricular (rv) lead became stuck due to the patient's anatomy and could not be removed. The terminal end of the lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. The lead was severed 430 mm from the terminal pin. Dried blood/body fluid was through the lead lumen. Electrical resistance testing of the conductor paths of the returned portion showed the lead to be in specification. Laboratory testing confirmed the reported clinical observation as only the proximal portion of the lead was returned.